Event description:
It was reported that during a da vinci-assisted an issue previously identified had returned, resulting in the system presenting nonrecoverable fault 86. Staff indicated that this fault occurred even after having worked with a technical support engineer, and the site planned to use a different video tower to continue with the procedure. No troubleshooting steps had been completed initially. Subsequently, the system experienced two nonrecoverable faults during a case, and the customer performed a power cycle to recover and continue. After the call ended, error 86 appeared again and was related to the ipd. Troubleshooting steps had not been fully completed, and the customer was advised to call back if the error returned before another power cycle. The procedure was converted to another dv system with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the redundant power tray assembly core to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The redundant power tray was analyzed. In system logs, report error 86 was found indicating the fault confirming the fault occurred in the field. Visual inspection, no issues were found that are related to the report issue. The unit was installed on a golden system for additional testing. Performance program process into system no problem so far, startup the system power on no error and after system power cycles for 10x where the failure was again, successfully replicated error 86 show up after system power cycles test. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to an electronic defect of the intuitive surgical core power distribution (ipd) printed circuit assembly (pca) in the redundant power tray.